Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The s-ram, u-20 component on technique processor board and x-ray button were evaluated and replaced. The system was tested and found to be working as intended and returned to service.